Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens would not insert correctly. There was patient contact and product is not available for return. Additional information was requested.